Event description:
It was reported that during an unknown procedure, the device locked out at first firing. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the knife exposed and with a cartridge loaded in the instrument. The cartridge was received partially fired and with the lockout in the locked position. No functional test was performed, as the knife would not return to its position. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged, in addition the right wedge was found bent. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.